Event description:
The patient had 99% stenosis in the de novo, highly tortuous proximal to mid right coronary artery. A 2.5x23mm cypher was being delivered to the target lesion, but the vessel was heavily flexed and the target lesion could not be crossed with the cypher, so the physician decided to retrieve it. While retrieving the cypher, the stent dislodged at the toughy of the y-connector on the guiding catheter (gc), when the stent delivery system (sds) was retrieved. The stent was successfully removed and a different cypher (size unk) was implanted instead and the procedure was finished successfully. There was no reported patient injury. The patient's medications include aspirin, ticlopidine hydrochloride, and heparin.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. The cypher sirolimus-eluting coronary stent in distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.